Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of granuloma and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, granuloma, seroma-late.

Event description:
Patient reported right side "textured implant", badly ruptured, pain, discomfort, "had to go through the process of bia alcl testing due to the recalled leaking implant", "silicone leaking inside capsule however on explant silicone was leaking outside the capsule and silicone was removed from breast tissue", multiple folds, "per-implant free fluid: trace, droplets, no collection", "minor enhancement of the associated fibrous capsule is thought to be reactive (granulomatous inflammation)", fibroedema, cyst, lesion. The device was explanted. Patient was treated with pain relievers.

Manufacturer narrative:
Device evaluation: visual analysis of the photos identified red particle materials in the gel and on the shell, red encapsulation and an opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: h.6., h.10.

Event description:
Patient reported right side "textured implant", badly ruptured, pain, discomfort, "had to go through the process of bia alcl testing due to the recalled leaking implant", "silicone leaking inside capsule however on explant silicone was leaking outside the capsule and silicone was removed from breast tissue", multiple folds, "per-implant free fluid: trace, droplets, no collection", "minor enhancement of the associated fibrous capsule is thought to be reactive (granulomatous inflammation)", fibroedema, cyst, lesion. The device was explanted. Patient was treated with pain relievers.